Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 115mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support educated the customer in regards to possible causes of occlusion alarms. During the report, the customer resumed insulin deliveries and successfully delivered a bolus.